Manufacturer narrative:
It was identified post-operatively that an expired patella was implanted during total knee replacement surgery. Patella was appropriately labeled with an expiration date of 2016-10-31.

Event description:
It was identified post-operatively that an expired patella was implanted during total knee replacement surgery.